Event description:
It was reported that the colonovideoscope displayed an e315 (scope error). The issue was found during preparation for use for a diagnostic colonoscopy and completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material inside the nozzle. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established. Olympus will continue to monitor field performance for this device.